Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification.

Event description:
It was reported patient underwent a compressed hip screw procedure for a fractured neck of the femur on (B)(6) 2013. During the procedure, the lag screw from the chs plate kit was too big for the plate and did not fit. A 4-hole chs plate was opened and also did not fit the lag screw from the kit. A third lag screw was opened and again did not fit into the plate. The procedure was completed using a 6-hole chs plate with the lag screw. As a result the procedure was delayed over one hour.

Manufacturer narrative:
Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-00273 / 00275).